Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the basal history total daily doses (tdd) correctly matched the program daily rate. The pump history showed the user adjusted basal settings to basal program 1 on (B)(6) 2017 the pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There was no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 7/09/2017, the reporter contacted animas alleging the patient blood glucose on (B)(6) 2017 was 475 mg/dl with nausea and drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy. It was reported the pump¿s bolus and basal delivery settings were recently changed by a healthcare provider. The patient at the time of the call was in a hospital for orthopaedic surgery. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programed basal rates; the total daily dose basal history did not match the active basal program for known and expected reasons: basal edit screen was accessed; it was alleged that the pump was not calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.